Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: apparently the unit is rupture, has red particles in the shell and encapsulation. It is not possible to verify the lot number due to the quality of the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "pain", "discomfort", "rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Healthcare professional reported left side "pain", "discomfort", "rupture". The device has been explanted.